Manufacturer narrative:
The customer's test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Occupation is lay user/patient. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4) compared to a laboratory result using a stago neoplastin reagent. At 1:25 p.m the laboratory result was 1.4 inr. The customer's warfarin was adjusted based off the laboratory result. At 5:02 p.m the meter result was 2.9 inr. The customer's therapeutic range is 2.0-2.5 inr.